Manufacturer narrative:
Add'l info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 04/17/2008.

Event description:
Eight hrs after insertion of the catheter, inflammation and irritation appeared.